Event description:
Caller reported nano system blood glucose results. All results mg/dl: 12:01am 31 12:04am 59 12:07am 170 12:09am 35 12:10am 54 12:12am 63 8:05am 176 8:06am 192 8:07am 90 no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.